Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('poorly systematized abdomino-pelvic pain') and device breakage ('in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant') in a 48-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant" on (B)(6) 2019. The patient's medical history included parity. The various symptoms never had been manifested before essure. Previously administered products included for contraception: pill and iud nos. Past adverse reactions to the above products included device intolerance with iud nos; and drug intolerance with pill. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic intense fatigue"), asthenia ("chronic and disabling asthenia, generalized loss of energy"), heavy menstrual bleeding ("gynecological, menorrhagia"), dysmenorrhoea ("gynecological, dysmenorrhea"), headache ("recurrent and significant headache, severe, frequent"), insomnia ("insomnia"), arthralgia ("joint pain"), neuralgia ("neuralgia"), disturbance in attention ("impaired concentration"), memory impairment ("memory impaired"), musculoskeletal pain ("multiple joint and muscle pain"), myalgia ("muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), xerosis ("xerosis"), burning sensation ("burning sensations") and nervous system disorder ("neurological disorders"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("strongly allergic to nickel - as well as to other metals") and adenomyosis ("predominantly corneal adenomyosis"). The patient was treated with surgery (essure removal via bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, allergy to metals, fatigue, heavy menstrual bleeding, dysmenorrhoea, adenomyosis and insomnia outcome was unknown, the asthenia, headache, dizziness and burning sensation was resolving, the arthralgia, neuralgia, disturbance in attention, memory impairment, musculoskeletal pain, myalgia, xerosis and nervous system disorder had not resolved and the tinnitus had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, asthenia, burning sensation, device breakage, disturbance in attention, dizziness, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, insomnia, memory impairment, musculoskeletal pain, myalgia, nervous system disorder, neuralgia, pelvic pain, tinnitus and xerosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: first findings : implants in place, as well as a predominantly corneal adenomyosis. Analysis of the implant clearly demonstrated, in the organic sleeve amalgamated with the implant, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is that is to say of the metals making up the weld of the implant. Most recent follow-up information incorporated above includes: on 6-aug-2021: the case will be deleted from bayer pv database. Nullification reason: this case was identified as duplicate case in follow-up, all the information were transfer to case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('poorly systematized abdomino-pelvic pain') and device breakage ('in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant') in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "in the organic sleeve amalgamated with the implant particles essentially of tin sometimes with silver of the weld of the implant" on (B)(6) 2019. The patient's medical history included parity. The various symptoms never had been manifested before essure. Previously administered products included for contraception: pill and iud nos. Past adverse reactions to the above products included device intolerance with iud nos; and drug intolerance with pill. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic intense fatigue"), asthenia ("chronic and disabling asthenia, generalized loss of energy"), heavy menstrual bleeding ("gynecological, menorrhagia"), dysmenorrhoea ("gynecological, dysmenorrhea"), headache ("recurrent and significant headache, severe, frequent"), insomnia ("insomnia"), arthralgia ("joint pain"), neuralgia ("neuralgia"), disturbance in attention ("impaired concentration"), memory impairment ("memory impaired"), musculoskeletal pain ("multiple joint and muscle pain"), myalgia ("muscle pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), xerosis ("xerosis"), burning sensation ("burning sensations") and nervous system disorder ("neurological disorders"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("strongly allergic to nickel - as well as to other metals") and adenomyosis ("predominantly corneal adenomyosis"). The patient was treated with surgery (essure removal via bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, allergy to metals, fatigue, heavy menstrual bleeding, dysmenorrhoea, adenomyosis and insomnia outcome was unknown, the asthenia, headache, dizziness and burning sensation was resolving, the arthralgia, neuralgia, disturbance in attention, memory impairment, musculoskeletal pain, myalgia, xerosis and nervous system disorder had not resolved and the tinnitus had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, asthenia, burning sensation, device breakage, disturbance in attention, dizziness, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, insomnia, memory impairment, musculoskeletal pain, myalgia, nervous system disorder, neuralgia, pelvic pain, tinnitus and xerosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: first findings : implants in place, as well as a predominantly corneal adenomyosis. Analysis of the implant clearly demonstrated, in the organic sleeve amalgamated with the implant, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is that is to say of the metals making up the weld of the implant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.